Event description:
It was reported that during a system log check there were 4 error messages that the cassette is not correctly attached. Tried with a new cassette and the same alarm occurred. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and protocol number are unknown. No information has been provided to date.

Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The pump was repaired by the german service center prior to it being aware there was a complaint against the pump, however the repair notes indicate the pump problem of error messages that the cassette is not correctly attached was confirmed. The pump was repaired and passed all tests after the service was completed. Dso sensor was replaced, product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.